Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was spinal pain. It was reported by the patient that the ptm (personal therapy manager) app would stop responding. Per the patient, they had cleared the caches, and restarted the phone, which did not fix the issue. Additional information was received from the patient on 2026-feb-25 who reported that there had been a lot of things going on with the handset for a few months. The patient stated that there was a connection lag issue when connecting to their pump where ¿the screen gets stuck at 90% for 2 minutes before it goes to 100% and shows bolus then rounds back to 90% again¿. The patient stated that they were assisted by the nurse with clearing the cache. The agent reviewed the connection lag issue and assisted the patient with deleting the data correctly after which the patient was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.